Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code (ec) 45520. Found during testing. No patient harm.

Manufacturer narrative:
One device was returned for repair with complaint of error code (ec) 45520. This device has not been in for service within the review period. Review of event history confirmed error code. Functional testing was performed, and complaint was not duplicated. It found evidence in event history log multiple system faults 45520. The cause of the reported problem was intermittent dose key. Replaced the keypad to fix customer's reported problem and bring pump into full functionality. Device passed all functional & accuracy testing after repairs.